Event description:
It was reported that during testing conducted at the MFR, the driver operated when the trigger was not engaged. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the MFR for an unrelated issue and upon eval it was discovered that the device operated when the trigger was not activated. Internal components were evaluated and a worn trigger and trigger shaft were discovered, which caused the trigger assembly to stick in the run position. The components were replaced and the device was returned to the user facility.